Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a significant discrepancy between the sensor glucose and blood glucose values, change sensor alert and calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed for inaccurate reading and the difference between the sensor glucose of 65 mg/dl and blood glucose of 179 mg/dl was out of the acceptable range. Troubleshooting was performed for sensor alert and instructed customer to discuss the area of insertion of the sensor with their health care professional(hcp). No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Tunit failed bicarbonate buffer test due low glucose readings. Then performed bicarbonate buffer test and sensor failed per specifications due to low readings under 200 dextrose 1% oxygen more of 20 % difference compare with 200 dextrose 5% oxygen, (oxygen effect), also sensor failed 1 hz and 1024 hz out of range. See attachment file for details. In summary the customer complaint of unexpected alert/alarm, and sg v bg alert is confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.